Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the short pin confirms it has been fractured. One half of the fractured part is still attached to the handle. The returned device was disassembled into three parts (head, handle and short pin). The device shows signs of wear/usage. Sem analysis of short pin in the vanguard tibial prep assembly showed that it fractured due to bending overload. Eds semi-quantitative elemental analysis of the short pin sample showed that it was nearly consistent with 440 stainless steel, except for high cr weight percentage and o observed. The high cr observed in the eds analysis suspected to be due to post fracture oxidation of the short pin fracture surface. The DHR was reviewed and no discrepancies relevant to the reported event were found. The root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a screw fell out of the instrument upon usual inspection. There was no patient involvement. No adverse events have been reported as a result of the malfunction.